Event description:
Customer alleged blood glucose results of 524 mg/dl and 124 mg/dl when testing was performed back-to-back on the advantage system. Customer reported symptoms of low blood glucose. Customer self-treated with juice and felt better. Suspect device is unavailable for return. Replacement product was sent.